Event description:
Report received of an overdelivery during preventative maintenance testing. During testing at the user facility, the pump delivered a measured volume of 21.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml+/-1ml (+/-5%). There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was available.